Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient remains in the ICU and will continue to wear the lifevest. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date and usage of device: monitor (B)(4): 07/2011 - reuse, electrode belt (B)(4): 08/2012 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillation are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).

Event description:
A us distributor contacted zoll to report that a patient experienced two inappropriate defibrillation treatments. Multiple counting contributed to both of the false detection. The patient was in the hosp ICU as an inpatient at the time of the event. The patient was conscious and alert at the time of the event. The reporting registered nurse states that the patient is too weak to press the response buttons and the device is alarming often. A review of the downloaded data confirms that the response buttons were not pressed during the entire event. The patient remains in the ICU and will continue to wear the lifevest.